Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports they received a hazard alarm during operation.

Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to be torn and leaking, 0.22 inches from the nail head, causing corrosion, insufficient battery voltages and data loss. Without the device data it could not be determined if the device alarmed or if the internal leak contributed to the reported event.